Event description:
Right knee revised due to alleged component loosening.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device was returned for evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for evaluation and insufficient product information was provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right knee revised due to alleged component loosening.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. H3 other text : not returned to the manufacturer